Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No battery out limit alarm was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer also reported to have received a battery out limit alarm and was not able to clear. Customer's blood glucose was 92 mg/dl. Insulin pump will be replaced.